Event description:
There was no image coming from the ivus [intravascular ultrasound] catheter after placed into the patient. The catheter was removed with no reported harm to the patient. Manufacturer response for intravascular ultrasound catheter, catheter, ivus opticross 6 hd 3.6fr x 135cm bagless non-ce (per site reporter).